Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring had crack. The customer's blood glucose level was unknown. It was also reported that the insulin pump was not dropped or bumped. The customer will return insulin pump for analysis.